Event description:
It was reported to medtronic neurosurgery that the device did not work intra-operatively. According to the report, there was no injury to the patient.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflux, pressure-flow and pre-implantation testing. Therefore, the conditions of the complaint could not be verified by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).